Manufacturer narrative:
(B)(6). It is unknown if the device will be returned for analysis, as product location is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-02035.

Event description:
Legal counsel for patient reported that the patient's left hip was revised allegedly due to pain. During the procedure, femoral metallosis was noted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Attempts to obtain additional information have been made; however, none is available at this time.

Manufacturer narrative:
(B)(4). Upon receipt of additional information of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on another mfg number.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.